Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and ketones on 04/01/2015 with a high blood glucose level of 486 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer does not remember what led to the high blood glucose. It is unknown if there was a malfunction with their insulin pump. The customer did not return the product back for analysis.